Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to insulation breach and the insulation pulling away from the conductor. The lead had also been noted to have no sensing and pacing threshold for past several years. The lead was clearly cut through and a lead end cap attached with silk ties. A single chamber ppm (permanent pacemaker) was attached to the existing ventricular lead and the case was completed without complication. No additional adverse patient effects were reported.

Manufacturer narrative:
The affected complaint device was not returned to the manufacturing site; therefore, product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to insulation breach and the insulation pulling away from the conductor. The lead had also been noted to have no sensing and pacing threshold for past several years. The lead was clearly cut through and a lead end cap attached with silk ties. A single chamber ppm (permanent pacemaker) was attached to the existing ventricular lead and the case was completed without complication. No additional adverse patient effects were reported.